Event description:
It was reported that a vibratory alert was received for high voltage lead impedance (hvli) out of range. A manual transmission was sent revealing 3 hvli measurements both rv to can and rv to svc vectors were out of range while svc to can was within range. On 1 nov 2024, the patient presented to the clinic, and device therapies were deactivated. The right ventricular (rv) lead was capped and replaced on (B)(6) 2024. X-ray was done but was not clear if anything was noted. There were no adverse health consequences.